Event description:
It was reported that shortly after the ICD exchange there was oversensing noted on this lead. In order to avoid inappropriate therapies it was decided to deactivate the pace and sense part of the lead on (B)(6) 2022. The lead remains in situ.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2022 implant date corrected to (B)(6) 2012 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 23 aug 2022, implant date corrected to (B)(6) 2012. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm from st. Jude crt-d medical unify 3235-40 revealed artficacts in the ventricular channel as early as (B)(6) 2021, which led to the reported oversensing. The analysis of the provided iegm from biotronik crt-d ilivia neo 7-hv-t revealed artficacts in the left ventricular and farfield channel during a follow up on (B)(6) 2022, as reported in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.